Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, a posterior flail, thin anterior leaflet, and a bi-leaflet prolapse. It was noted imaging was challenging during the procedure. One clip was successfully deployed on the mitral valve. To further reduce mr, an additional clip was inserted and deployed. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detaching from the anterior leaflet after deployment, was due to thin anterior leaflet as per the physician. The reported image resolution poor was due to previous implanted clip obstructing the imaging window. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.